Event description:
It was reported that during the titanium greenfield vena cava filter implant procedure, the filter deployed prematurely. The device was being advanced using a femoral approach through the sheath when sudden resistance occurred. The fluoroscopy image showed the filter had deployed within the sheath. The sheath and filter were removed from the pt. A new jugular approach filter was successfully implanted. No pt injuries or complications were reported. The pt's status was reported to be 'stable'.